Event description:
It was reported that a cc4204bf collamer plate lens had black specs in and around the lens upon receipt and was not used. No patient contact.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found within the work order.